Manufacturer narrative:
The device switched from the forward mode to the reverse mode during use as a result of an ebox/toggle magnetic interaction issue.

Event description:
The single trigger rotary was sent for service and during failure analysis at the MFR, it was found that the device runs in forward while in reverse mode. No adverse consequences associated with the device.